Manufacturer narrative:
Complaint confirmed. One unpackaged ar-3638-1 was received for investigation. Functional testing was not performed due to the damage to the device. Visual evaluation found that the inserter's tip was broken off. The tip thickness was measured per drawing (B)(4) at revision 1. ((B)(4)). Result: pass, indicating that the device tip thickness was in the drawing specification. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause(s) for the reported failure is user error prying/leveraging the device against bone or another instrument. According to dfu-0454 at revision 0. Warning. To help avoid inserter breakage and potential patient injury. Avoid excessive impaction as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.

Event description:
On 10th may 2023, it was reported by a sales representative via email that ar-3636-1 (self bunching kl 1.8 fibertak) snapped in two places, leaving a section lodged in the glenoid bone. This occurred on (B)(6) 2023, during a right shoulder arthroscopy, labral repair, remplissage. Surgeon was placing his first ar-3636-1 after drilling a pilot hole with ar-3638dc. He held the drill guide as his assistant placed the anchor into position, in a normal way and the distal end of the anchor inserter snapped in two places, leaving a section lodged in the glenoid bone. Surgeon was able to remove and retrieve the segments and they are being returned for investigation. Procedure was completed successfully with the normal pushlock technique.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.